Event description:
The olympus representative reported (on behalf of the customer) that the maintenance unit's main input was broken, pushed inside the casing, and water engrossed inside. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed after the repair found that the tube was contaminated. Additional findings include that the power cord receptacle failed, the power switch was broken, and metal parts of the power circuit were exposed. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The events of occurred damage to the power inlet and discoloration of the tube were confirmed. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted: foot wear, damage to the power switch, mouthpiece wear, power switch cap damaged, corrosion of top cover, corrosion of rear panel, chassis corrosion, and corrosion of pump assembly. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.